Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during the meal in the patient's home, the cuff was blocked with 8 ml. "Cuff burst out of nowhere, (aqua spurts out of cannula)". Patient aspirated, and was in need of oxygen. Inspection of the cannula showed a pinhead-sized hole in the cuff.